Event description:
Customer reported the system is producing dark and grainy images.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and found the entrance dosage to be too high. A filament calibration was performed and the entrance dosage adjusted to within specifications. System operates as intended.